Manufacturer narrative:
Batch reviews performed on 27 november 2017: quadra-h cementless, ha coated std stem size 4 reference 01.12.024 (k082792): (B)(4). Acetabular shell cc trio no-hole ø 50 reference 01.26.45.1150 (k122911): (B)(4). Biolox delta ceramic ball head 12/14 ø 32 size m 0 reference 01.29.205 (k112115): (B)(4). Mectacer ceramic liner ø 32 / e reference 01.29.410 (device not marketed in us): (B)(4). Clinical evaluation performed by medical affairs director on 24 november 2017: infection in cementless primary tha 1,5 years after primary. Infection is a known possible adverse event following every surgery, including tha's. To date, there is no reason to suspect that the cause may be linked to the implanted devices. Preliminary investigation based on the pictures received by the complainer performed by r and d hip manager on 19 december 2017: from the images no conclusion can be drawn. On all the implants some residual of both blood and bone can be noted.

Event description:
Patient was complaining of pain, tests were done to determine that the hip had a staphyloccocus infection. Surgeon decided to perform stage one revision and removed all of the current implants.